Manufacturer narrative:
Date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on examination, the battery compartment was found to be cracked and chipped along the side and on the threads. Investigation confirmed the complaint.

Event description:
On b)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.